Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with 2 (two) fragments - one green and one black. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Damage to the septum and duckbill, two rubber components of the seal, was also observed. Engineering determined that the green fragment was a piece of the cannula that had fragmented. The black fragment was analyzed using infrared spectroscopy and did not match any materials used for manufacturing at applied medical. The distal glue line of the balloon was also damaged and the balloon was unable to retain air. Based on the condition of the returned unit, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The damage to the glue line of the balloon was a direct result of the cannula tip fragmentation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. It is likely that the damaged septum and duckbill were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: total hysterectomy. Event description: use of a 10mm trocar during a total laparoscopic hysterectomy. Trocar fragment visualized on the intestine during haemostasis and cleaning of the abdominal cavity. Only one of the fragments is removed after exploration. Original: utilisation d'un trocart de 10mm lors d'une hystérectomie totale sous coelioscopie. Débris de trocarts visualisés sur l'intestin lors de l'hémostase et du lavage de la cavité abdominale. Un seul des débris est retiré après exploration. Type of intervention: removing the trocar. Demonstration of the deterioration of the trocar and conservation of the recovered fragment. At the end of the trocar was observed missing fragments. The device is available at the pharmacy.